Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the mesher was out of specification on the low end which may have caused a struggle with mesh exiting. The bottom roll, side plates and other parts were replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was a struggle with the mesh exiting the carrier causing damage to the skin. The wide mesher tears the skin, and the holes are not evenly disburse on the carrier. The doctors are unable/ difficult to use the skin graft. Additional: skin grafts needed to meet the patient needs. There was an unknown procedure delay. No additional patient consequences reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was a struggle with the mesh exiting the carrier causing damage to the skin. Follow-up later revealed that there were additional skin grafts to meet the patient needs and unknown procedure delay.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was a struggle with the mesh exiting the carrier and causing damage to the skin. There was no harm to the patient. No adverse events were reported as a result of this malfunction.